Manufacturer narrative:
(B)(4): manufactured august 28, 2015- august 29, 2015. The sample was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A microscopic inspection verified the reported problem of a ruptured bladder. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor ruptured during filling. The device was filled with 50ml of nacl 0.9%. There was no patient involvement. No additional information is available.